Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins migrated 5 times and that they had infections. The patient ended up getting the ins removed and replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they felt the infections may have been due to possibly being allergic to the electrode material. They added they thought the migrations they encountered may have been due to suturing technique. No further issues were noted or anticipated.